Event description:
A physician reported that tip was found bent after opening the package before surgery. The procedure type was unknown. The surgery competition details were unknown. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened phacoemulsification tip and tip wrench was received for evaluation. The sample was visually inspected and found to be nonconforming with phacoemulsification tip cannula bent a little up from the aspiration bypass system hole with gouges and tool marks on the cannula at bent area and on flange and nut corners. No wear observed on threads. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the reported lot. A nonconformance was found. This non-conformance could have potentially contributed to the reported event. The returned sample was found to be visually nonconforming with a bent phacoemulsification tip. How and when the phaco tip became bent after opening the package before surgery could not be determined. However, because no wear was found on the threads a potential manufacturing related root cause could not be ruled out. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time however, a non-conformance record was initiated to trend the defect of bent phaco tip. Additionally, a nonconformance was initiated to trend the defect of bent tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).